Manufacturer narrative:
Upon further evaluation of the device, service found the displayed ultrasound image was defective with missing elements, due to the damaged ultrasonic probe. The ultrasonic cable was out of specification due to damage. White dots appeared on the image due to damage on the ccd unit (charge coupled device). The control unit and scope cover had discoloration, and the up/down knob was deformed. The play of the up/down knob and right/left knob were out of specification due to wear of the angle wires. The adhesive on the bending rubber was detached. A leak was observed due to a crack on the scope connector. The customer¿s report of a gas cylinder connection rubber seal defect could not be confirmed. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device gas cylinder rubber seal was defective. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing, service found there was a gap of adhesive at the distal end of the device, and the acoustic lens surface was damaged, and a gap was observed the acoustic lens. This report is being submitted for the malfunctions (gap of adhesive, gap/damaged acoustic lens) found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.